Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) sensor data not connecting to the ilet, while readings were present in the dexcom app; the user re-entered the pairing code and power-cycled the ilet, after which glucose values appeared on the ilet, consistent with signal loss to the ilet only and resolved through troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included guided troubleshooting to re-establish connectivity. Investigation of this case revealed a transient communication issue between the cgm and the ilet that resolved after retyping the sensor code and restarting the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption.